Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. Customer contacted next day saying the error returned. Fse replaced proximal setup joint (suj) 1 and universal power distributor (upd) as suspect components. During replacement of proximal suj, damage was caused to distal suj pogo pins which resulted in not being able to program the new proximal suj, so the distal suj was also replaced. The system was tested and verified as ready for use. Isi has not received the usm, proximal suj, upd or the distal suj units for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history revealed patient identifier 768764 is a related record (same issue with arm 1, but on a different day).

Event description:
It was reported that during a da vinci-assisted surgical procedure, a nurse called into intuitive surgical, inc. (Isi) technical support and stated that there was an unrecoverable error 307. The isi technical support engineer (tse) confirmed error 307 pointing to the universal surgical manipulator (usm) 1. The customer performed a power cycle, including hard power cycle and emergency power off (epo) on the patient side cart (psc) which initially solved the error. However, the error came back soon after the surgery was restarted. The caller stated she also saw error 26002 pointing to arm 1. The tse asked caller if it was possible to perform surgery with 3 arms. The surgeon agreed and the tse guided caller to disable arm 1 (power cycle, undock arm 1, move it out of the way, power off, keep port clutch pushed while switching on system, disable arm 1, and recover from fault). After this, the surgery continued with 3 arms. Tse advised caller that the arm will be activated again if the system was power cycled. Caller understood and stated they will keep the system power on for remainder of the day. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal power distributor (upd) to perform failure analysis (fa). Fa was not able to reproduce the reported complaint. The upd was installed and tested on the printed circuit assembly (pca) test system. The system started up without any error, with good image. The audio is loud and clear. Epo functionality test, passed. All the gantry motors were moved the full range of motion, test deploy for draping function without any issue. The system ran 20x power cycles with this board, al passed. The upd remained on the test system for hours in normal operation with no issue. Isi did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was not able to reproduce issue when the usm was tested from an in-house system. During psc fixture test platform (pftp) test, the usm passed all pftp required tests. After running the power cycle 25 times no error was duplicated.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The proximal set up joint (suj) was returned for failure analysis due to error 32101. The unit was analyzed, and the error was confirmed via logs and replicated on the in-house system. The unit failed node check. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.